Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 valve, the valve embolized into the ascending aorta due to loss of pacing during valve deployment. The valve was post dilated and implanted in the descending aorta. A second valve was implanted successfully in the annulus. The patient is stable post procedure.

Manufacturer narrative:
Correction to h6 based on additional information received. The following instructions for use (IFU) were reviewed: commander delivery system with s3, and the procedural training manual. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for thv embolizes into the aorta was unable to be confirmed due to unavailability of relevant imagery or medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. As reported, 'during procedure, in the rapid pace time, it was turned the pace off at the same time the balloon deflated. Because of this, the valve embolized into the ascending aorta', and 'the root cause of the event was premature pacemaker shutdown'. Per training manual, thv could be embolized into the aorta due to 'rapid pacing stopped before the balloon is fully inflated/deflated', and 'loss of capture during rapid pacing: sudden movement during deployment'. As such, available information suggests that procedural factors (turned off pacing during the deployment) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.